Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 10014881 sets of the following lots: 22109185, 22109389, and 22129197. H3 other text : see h10.

Event description:
It was reported that that 1 bd alaris¿ smartsite¿ low sorbing secondary set each from lots 22109185, 22109389, and 22129197 leaked during use. The following information was reported by initial reporter: "xxx called from xxxxx, stating that their facility has been having a problem with the bd secondary administration set, non-vented needle-free valve, bag access port, low sorbing, roller, pinch clamps, fixed male luer lock with hanger item 10014881. There have been several that have leaked chemo and one incident of a nurse receiving burns from the leakage."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22109185 d.4. Medical device expiration date: 11-oct-2025 h.4. Device manufacture date: 10-oct-2025 d.4. Medical device lot #: 22109389 d.4. Medical device expiration date: 22-oct-2025 h.4. Device manufacture date: 21-oct-2022 d.4. Medical device lot #: 22129197 d.4. Medical device expiration date: 11-oct-2025 h.4. Device manufacture date: 09-dec-2022 h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ smartsite¿ low sorbing secondary set each from lots 22109185, 22109389, and 22129197 leaked during use. The following information was reported by initial reporter: "xxx called from xxxxx, stating that their facility has been having a problem with the bd secondary administration set, non-vented needle-free valve, bag access port, low sorbing, roller, pinch clamps, fixed male luer lock with hanger item 10014881. There have been several that have leaked chemo and one incident of a nurse receiving burns from the leakage."